Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on 12/23/2015 to report that upon sensor deployment, sensor wire broke from applicator. The sensor was inserted on (B)(6) 2015, and the event occurred on (B)(6) 2015. No additional patient or event information is available.